Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 5 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that multiple pump stoppages occurred. The patient was asymptomatic. The manufacturer technical service representative reviewed the submitted log file and observed. The submitted driveline x-ray images were unremarkable although it looked like there was some tape on distal end near the system controller connection. The patient was discharged with a new power base unit. No additional information was provided.